Manufacturer narrative:
(B)(4), date sent: 4/12/2023, d4 batch #: unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an ablation the tip of the probe broke off and fell into the patient. It was retrieved and a new probe was used to complete the case with no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 4/28/2023. Photo analysis: no call home data will be reviewed since this is for the photo investigation. The three photos were analyzed. The first shows a probe box and lot label, the second a probe tip disconnected, and the third displayed a probe cannula missing the probe tip. The serial number is not displayed in the photos so it is unknown if this is the probe in question. Investigation summary: only one case could be found in call home in the given date range. However, this was completed with a demo probe. No other cases using a production probe could be found until (B)(6) 2022. No device will be returned to neuwave for further investigation since it was discarded. The issue of the broken probe tip cannot be verified. No lot information was provided therefore no lot history review could be performed.